Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the burr device was very weak and when the "head was changed", the device "was fine". There was no delay to the surgical procedure a an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the attachment device being very weak but worked fine when the head was changed could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that there was unusual vibration when running with test and drill bit, corrosion on internal components, and worn and corroded bearings. It was determined that these failures were due to wear and age from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.